Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 4 atms on the second inflation. (The number of atms reached on the initial inflation was 6 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the distal left circumflex coronary artery. The physician used a whisper ls 0.14" guidewire and a 6f wiseguide fl4 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 15/1.5 mm balloon to successfully complete the procedure. No pt injuries or complicatons were reported. Pt status is reported as 'good'.